Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump squirts out insulin during priming process, battery cap was damaged and worn out. Customer also reported that the insulin pump alarmed no delivery, screen had rainbow effects and had small scratches which was hard to read. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm, prime/fill anomaly due to cracked/bleeding lcd class. Device had minor scratched lcd window, stripped battery cap coin slot. Additional information has been received which was not included with the initial report. The information has been provided in this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).